Manufacturer narrative:
Age at time of event: greater than 70. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The target lesion was in-stent restenosis located in the left anterior descending (lad) artery. A 3.00mmx20mm synergy ii everolimus-eluting platinum chromium coronary stent system was successfully deployed in lad; however, two-hours post-procedure the patient started to develop severe chest pain. The patient was brought back to the cath lab and re-injected the left coronary system. It was noted that the synergy stent was completely thrombosed. A wire was then advanced through the stent, a fetch aspiration catheter was used for clot aspiration, and an angiojet thrombectomy catheter was also used to remove the majority of the clot. Angioplasty at the proximal edge of the stent was then performed and the procedure was completed. No further patient complications were reported and the patient's status was stable and fine.